Event description:
Additional information was received. It was reported the vessel tortuosity was normal. The cause of detachment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline sheild detached prematurely. There was an issue with a ped2-425-16. During a routine deployment around the anterior genu, the pusher wire/tip disconnected just proximal to the resheathing and proximal markets. The physician was able to successfully deploy the rest of the pipeline following the detachment. However, post deployment she had to snare the tip coil out of the patient. The patient did not experience any adverse events and the pipeline was succesfully deployed. Pipeline was successfully deployed and covered aneurysm. Post pipeline angriogram showed no issues.